Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently placed on a one week course of oral antibiotics on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence, persistent severe pain and skin breakdown around the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.